Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The customer reported that in (B)(6) 2014 risk mitigation strategies had not been put in place. From a follow up communication livanova (B)(4) learned that the heater cooler systems 3t are used and placed inside the operation room, however, it was also stated that the hospital will not release any other information due to patient privacy. Therefore no further investigation can be performed and no evidence was received which confirmed the contamination of the used heater-cooler was provided. A review of the DHR did not identify any deviation or non-conformity relevant to the reported issue. Device not returned.

Event description:
Livanova (B)(4) received a report that a patient who underwent a cardiac surgery on (B)(6) 2014 has been found infected with mycobacterium chimaera.